Manufacturer narrative:
Technician replaced the brake steer kit and screws to resolve the issue. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the bed had no brakes.